Manufacturer narrative:
Further follow-up confirmed that the customer had samples taken and analyzed from the operating room. There was report of contamination in the water, establishing that factor as the source of tass; the clinic has already taken action to correct this. Product evaluation was not preformed because no product has been received. The complaint issue reported could not be verified and no product deficiency could be identified. The manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The healon endocoat is not an implantable device. If explanted; give date: n/a (not applicable). The healon endocoat is not an implantable device. Initial reporter: phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tass (toxic anterior segment syndrome) developed in a patient who underwent cataract surgery where healon endocoat was used. Other products used at surgery were non-johnson and johnson products. The physician is not certain that the ophthalmic viscosurgical device (ovd) healon endocoat, could be the cause of the tass; and as he does not know exactly which lot number of the ovd was used with the patient, he is then reporting all 3 batches that they have in stock. It was learned that there was acute inflammation, vitrectomy + intravitreal drug placement was performed. Patient is doing fine after treatment. No other information was provided. This MDR report pertains to healon endocoat with lot# 027847. A separate report will be submitted for the other two healon endocoat suspect products (lot #s 028139 and # 028105).